Event description:
It was reported that the tooth of the scissors were broken off. It is unknown when did the issue occur. There were no reports of surgical delays or patient harm.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Correction - please refer to h6 (device & method) codes. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, it was communicated during the communications that the device broke, but the problem was not caused by the item. Due to the long period of time the device was used, the device broke. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the tooth of the scissors were broken off. It is unknown when did the issue occur. There were no reports of surgical delays or patient harm. New information from rep: the sales representative clarified that the initial request was opened by the customer in error. The customer intended to request a replacement due to normal wear and tear, which resulted from high usage of the product, and not to submit a product complaint. The customer¿s request was related to a routine need for replacement, not any defect or malfunction of the product.